Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.

Event description:
A sales rep sent baxter corporate product surveillance an email to report a onelink microbore catheter extension set in which the luer disconnected from the patient's heparin lock access. According to the report, the nurse inadvertently forgot to perform a half turn in order to maintain the connection of the onelink extension set to the patient's heparin lock access. Since this event, the nurse has been retrained on proper connection technique. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient.